Event description:
It was reported that post op, three days after a breast biopsy procedure, pt returned complaining of a skin rash, pustule at breast in direction to neck and hot flash. No device returning. Additional info received on 10/05/2009: the pt is not in hospital. Pt is being tested for allergies now. Pt received cortisone and is now getting better.

Manufacturer narrative:
Date sent: 10/12/2009. Info is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device not returning.